Manufacturer narrative:
Article citation: wagner, fm et al. " efficacy and safety of xen®¿implantation vs. Trabeculectomy: data of a ¿real-world¿ setting." Plos one, april 20, 2020. Pages 1-10. Further information from the author regarding events, products, and patient details has been requested. No additional information is available at this time. The event of glaucoma progression is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. [(B)(4)].

Event description:
The article "efficacy and safety of xen®¿implantation vs. Trabeculectomy: data of a ¿real-world¿ setting" noted that 82 eyes of 58 patients received a xen 45 gel stent implantation. Post-implant, patients received topical antibiotic prophylaxis for 1 week and prednisolone unpreserved eye drops 6 times daily, tapering off over a period of 3¿6 weeks. Subconjunctival 5 fu injections were given at the discretion of the treating surgeon. The serious adverse events of 13 patients requiring reoperation to reduce iop and 8 patients having inadequate iop reduction after 12 months were noted.